Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The surgeon confirmed us by phone that he did not notice any missing/malformed or open staples but only a bleeding through them when he had to make a manual suture or when he used an haemostatic dressing. Indeed, he did not need to staple again. The surgeon could not provide a possible cause for these bleedings but note that they occurred only with the green reloads and not with the gold reloads.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vertical banded gastroplasty procedure, there was staple line leakage. The surgeon used two green reloads, then two gold reloads and finally two other green reloads. The surgeon felt the usual auditory and tactile sensations when he fired the device. The first two staple lines were performed (with green reloads) were visually correct but a significant arterial bleeding occurred related to small arteries located on the staple line. The surgeon performed x points through the staple lines to stop the bleeding. The following two staple lines (with two gold reloads) and the last two staple lines (with green reloads) have been placed without further issue. In the evening, post-operatively, the patient showed clinical signs (tachycardia, pallor, pains ...) Revealing an internal hemorrhage. The patient was reoperated on the same evening. The surgeon reported that the last two staple lines which were correct and without bleeding during surgery, showed significant arterial bleeding. Resumption of the bleeding by applying hemostatic gauze and with compression on the bleeding site to stop it. A transfusion was needed (quantity transfused unavailable). To date, (B)(6) 2011, the patient is doing well and has not suffered other postoperative related to this incident.